Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient deceased post implant of a leadless pacemaker. It was noted that the patient had normal blood pressure and device function and was later found pulseless. Cause of death is unknown.